Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the unit recorded a low capacitor output failure. There was no patient involvement.

Manufacturer narrative:
The customer requested assistance from a philips representative as their unit recorded a low capacitor output failure. However, following initiation of the service order, no further actions were documented and attempts to obtain additional information received no response. As such, the failure could not be verified and a cause could not be established. Philips is unable to rule out that a malfunction did not occur. As an evaluation was not performed and additional information could not be obtained, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the unit recorded a low capacitor output failure. There was no patient involvement.